Manufacturer narrative:
Electrode belt sn (B)(4) was evaluated by the distributor. The distributor evaluation confirmed that the electrode belt was leaking gel from the front therapy electrode. The root cause for the gel leak could not be positively identified, but the electrode belt exhibited signs of physical abuse. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient's electrode belt was leaking gel from the front therapy electrode and the patient had developed a rash underneath the electrode. The patient was applying vitamin d and otc bacitracin to the wound. The patient was issued a replacement electrode belt. During a follow-up call the patient reported that the irritation had somewhat improved but it was discharging pus. The patient stated that he intended to see his physician about the irritation. It is unknown if the physician provided any medical intervention.